Manufacturer narrative:
The product was not returned. Two very magnified photos were provided, taken from a monitor screen. The first photo showed 1/4 of the lens at one haptic/optic gusset area. Two gouges were observed on the anterior surface. The second photo is a magnified picture of a linear scratch. The lens edges are not visible. No determination can be made as to orientation of the scratch. The scratch appears to be anterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece and a non-qualified viscoelastic. The root cause for the reported damage appears to be related to a failure to follow the instructions for use (IFU). A non-qualified handpiece and viscoelastic were indicated. The lens remains implanted. Two very magnified photos were provided, which showed two small gouges and a linear scratch. This damage appeared to be on the anterior surface. Damage to the anterior surface may be caused by a plunger override or by an instrument used to grasp the lens during loading. If the lens is properly loaded, there is no contact of the anterior surface with the inner lumen of the cartridge.. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (fill in applicable product model information t3-t6 models) that is sold in the united states under (PMA/510(k) # p930014. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, it was noticed that there was a thick scratch and two flaws on lens. Additional information has been requested, received and stated there was no planned explantation of the iol and there was no patient harm.